Event description:
It was reported that blood temperature measurement value varied and it was around 20 degrees centigrade. No patient complications were reported. No product will be returned; the device was discarded at the hospital.

Manufacturer narrative:
The device was discarded at the hospital; unable to evaluate device.